Event description:
It was reported that a cartridge change error occurred with the pump, and the issue took place twice, once on (B)(6) 2025, and again on (B)(6) 2025. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by instructing them on how to inspect and clean the pump components and provided guidance on loading a new cartridge. Eventually, the customer successfully completed the load process and resumed insulin delivery with assistance from technical support.